Event description:
The rprtr stated that she did back to back blood glucose testing, with results of 45 and 80 mg/dl. Rprtr did another set of tests during troubleshooting with the lifescan rep, with a result of 37 and 73 mg/dl. Rprtr did not have any symptoms. A control test of 120 was in range, (95-142). No harm was alleged.